Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. The blood glucose at the time of the incident was 183 mg/dl. The customer was advised to rewind and prime and he stated he received a no delivery alarm during prime. Troubleshooting could not be completed because the customer did not have another infusion set to change. He then mentioned that the reservoirs are past the expiration date. The customer was advised that supplies would be sent and to revert to back-up plan until receiving the infusion sets and reservoirs. The product will not be returned for analysis.